Event description:
A customer reported that a patient experienced hypercorrection three months after lasek surgery. No surgical or medical intervention required. Per the surgeon, the device did not cause or contribute to the event. Additional information was requested and received. This is one of four reports being filed for the same facility. This report is for the left eye of the first patient.

Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. Logfiles review shows all laser system functions were within specifications for the respective treatment. The system history shows that the laser was verified successfully prior and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).